Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein by using a denali filter. It was reported that during the procedure, the filter was allegedly unable to place correctly, and filter legs were unable to expand fully. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one full deployed denali filter in a sample cup. Upon visual evaluation, the filter was received with all limbs present, and no legs crossed. No other components were received. No functional testing was performed as only filter was received. Therefore, the investigation is inconclusive for the reported activation failure including expansion failures as the conditions of use cannot be recreated. A definitive root cause for the reported activation failure including expansion failures issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein by using a denali filter. It was reported that during the procedure, the filter was allegedly unable to place correctly, and filter legs were unable to expand fully. There was no reported patient injury.